Event description:
Initial reporter indicated that they had a frozen screen complaint. Additionally, it was reported that the handheld computer is not functioning. Good faith attempts are being made for product return and add'l info about the reported complaints.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.